Event description:
It has been reported to philips that an 'insufficient disk space' error appeared, and fluoroscopy was no longer possible. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the coronary emergency treatment was proceed when the issue occurred. The procedure was completed by deleted the old examinations to keep additional free disk space. The philips remote service engineer (rse) inspected the system and confirmed that no free space and not able to run the examination. Upon functional test rse instructed the customer to delete the old data so customer deleted the data by series, so there was again not enough free space error occur. After deleted the data by series, system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.